Event description:
It was reported that prior to starting a da vinci benign hysterectomy surgical procedure, it was noted that a broken wire was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. The conductor wire was intact and undamaged, but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed grip cables if to recur could cause or contribute to an adverse event.